Manufacturer narrative:
Section a updated h3: device evaluation summary: updated due to ventilator analysis and additional part analysis. Medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the est (e xtended self-test) and displayed the error message "expiratory auto zero failure". The device was available for evaluation. The service personnel (sp) evaluated the ventilator and confirmed the reported issue. On 11-may-2022, the sp replaced the exhalation valve assembly (eva) to resolve the auto zero failure but then encountered exhalation valve (ev) traducer velocity errors. On 23-may-2022, the sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba), flow sensors and proportional solenoid; however, none of these components resolved the ev velocity error. On 08-jun-2022, the sp replaced the pneumatic interface (pi) pcba, the unit passed all calibrations per manufacturers specifications. On 09-jun-2022, the ventilator was used on a patient with no errors or issues occurring. However; on 10-jun-2022, the ventilator failed the short self test (sst) and extended self test (est) with ev performance pressure out of range. The customer tried an ev calibration but the ventilator failed with an error code. Due to the low hours on the ventilator and the multiple issues, it was recommended that the ventilator be replaced and returned to medtronic for further analysis. The ventilator, pi pcba and the exhalation valve assembly (eva) were returned to medtronic. The entire ventilator was returned to medtronic for analysis. The unit was returned for failure investigation. It was visually inspected and functionally tested with no malfunction or product deficiency observed. Assembly (eva) were returned to medtronic. One pi pcba was returned for failure investigation. It was attached to the test ventilator and powered up. It failed functional testing on manufacturing test station. The analysis found that variable resistor r8 drifted out of specification. Visual inspection of the returned eva found no anomalies. The part was attached to the test ventilator and powered up. During the extended self test (est), the device failed the circuit pressure test with the message expiratory autozero solenoid not operational but passed the retest. After a thorough investigation, a faulty so1 reference designator component in the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty s01 in the eva of the exhalation module. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator failed the est (extended self-test) and displayed the error message "expiratory auto zero f ailure". The ventilator was not in use on a patient at the time of the reported event.- reportability was reassessed based on the product analysis.

Manufacturer narrative:
Issue identified during product analysis. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the est (extended self-test) and displayed the error message "expiratory auto zero failure". The device was available for evaluation. The service personnel (sp) evaluated the ventilator and confirmed the reported issue. On (B)(6) 2022, the sp replaced the exhalation valve assembly (eva) to resolve the auto zero failure but then encountered exhalation valve (ev) traducer velocity errors. On (B)(6)2022, the sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba), flow sensors and proportional solenoid; however, none of these components resolved the ev velocity error. On (B)(6) 2022, the sp replaced the pneumatic interface (pi) pcba, the unit passed all calibrations per manufacturers specifications. On (B)(6) 2022, the ventilator was used on a patient with no errors or issues occurring. However; on (B)(6) 2022, the ventilator failed the short self test (sst) and extended self test (est) with ev performance pressure out of range. The customer tried an ev calibration but the ventilator failed with an error code. Due to the low hours on the ventilator and the multiple issues, it was recommended that the ventilator be replaced and returned to medtronic for further analysis. The ventilator, pi pcba and he exhalation valve assembly (eva) were returned to medtronic. Visual inspection of the returned eva found no anomalies. The part was attached to the test ventilator and powered up. During the extended self test (est), the device failed the circuit pressure test with the message expiratory autozero solenoid not operational but passed the retest. After a thorough investigation, a faulty so1 reference designator component in the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The pi pcba and ventilator analysis are in process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that this 980 ventilator failed the est (extended self-test) and displayed the error message "expiratory auto zero f ailure". The ventilator was not in use on a patient at the time of the reported event.